Event description:
Same case as MDR ID: 2134265-2013-00594. It was reported that during a percutaneous transluminal angioplasty a guide wire entrapment occurred. The target lesion being treated was located in the superficial femoral artery (sfa). A starter guide wire was advanced contralaterally to the sfa. An 8x81x75 innova stent delivery system (sds) was advanced over the starter wire to the sfa. The innova stent was deployed and the sds was ready to be removed when it became stuck on the starter guide wire. The innova and starter devices were removed as a unit. Once outside the patient, the guide wire and sds were separated, however, the guide wire could not be reintroduced into the sds. An unspecified guide wire and angiography catheter were then advanced to the sfa. Angiography was performed with satisfactory results and the innova stent remained well positioned and well apposed in the sfa. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received with handle closed. The following outer diameters were confirmed to be within specification via laser microscopy; outer shaft, middle shaft, proximal inner, bumper and distal liner. The middle shaft moves with some resistance in outer shaft and cone. The proximal inner and liner are stuck within mid shaft, likely due to blood. Inner liner inner diameter was confirmed distally with 0.037¿ mandrel on 49cm distally and 20cm proximally. An 0.035¿ guidewire goes through entire length distal of kink at nose cone with blood likely restricting movement. An 0.038¿ gage pin enters tip and proximal liner but 0.039¿ gage pin does not. There is a kink at the nose cone due to packaging for return to the manufacturer. No other kinks were observed in the shafts. The rack was extended 147mm back from handle as received. The gap in handle was measured with a caliper and found to be within specification. The clip was in place when received and was partially engaged on the distal end. Manufacturing data for silicone mixing, tensile testing, and stent pullout were confirmed to be acceptable. The device was disassembled so that the individual components and shafts could be inspected and measured. The inner liner allowed the 0.037¿ mandrel to pass the entire working length of the device as well as the proximal region confirms the dimensional integrity of the liner. Shafts dimensions were also within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-00594. It was reported that during a percutaneous transluminal angioplasty a guide wire entrapment occurred. The target lesion being treated was located in the superficial femoral artery (sfa). A starter guide wire was advanced contralaterally to the sfa. An 8x81x75 innova stent delivery system (sds) was advanced over the starter wire to the sfa. The innova stent was deployed and the sds was ready to be removed when it became stuck on the starter guide wire. The innova and starter devices were removed as a unit. Once outside the patient, the guide wire and sds were separated, however the guide wire could not be reintroduced into the sds. An unspecified guide wire and angiography catheter were then advanced to the sfa. Angiography was performed with satisfactory results and the innova stent remained well positioned and well apposed in the sfa. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.